Event description:
An ocd lab specialist reported observing potentially false negative ahbc pt sample results for three pt samples. The samples were positive when tested using an alternative method. A false negative may result in inappropriate physician action. There was no report of pt harm as a result of this event.